Manufacturer narrative:
The manufacturing location for this product is (B)(4). Medical device expiration date: na. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 8th related complaint for difficult/unable to operate and the 23rd related complaint for not clipping (cutter blocked) on lot # 7177532. Investigation summary: customer returned a photo of a bd safe clip from lot # 7177532. Customer states that the device had lost its edge and the hole was clogged or something that made it difficult to enter the needle. The photo was examined and it is difficult to determine if the sample is able to perform properly solely from the photo. A review of risk management (B)(4) revision 04 indicates that the potential risk of this specific reported incident (safeclip, difficult/unable to operate, not clipping (cutter blocked) was captured and addressed. See DHR completed by manufacturing. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the sample is able to perform properly solely from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle clipping device safe clip was jammed. This was discovered during use. The following information was provided by the initial reporter: an attendant communicates, who states that for a month (B)(6) 2020, he has had difficulty with the needle cutter, since it seems that the device had lost its edge and the hole was clogged or something that made it difficult to enter the needle.